Event description:
According to the reporter: during a bariatric procedure, during the first load in the procedure, the stapler "catched" and did not fire the reload. The stapler was continuously loaded and continued to present the same result. A third stapler and load were used in order to complete the case. No patient injury.